Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Approximately 45 minutes after the start of use, staff noticed that a part of the clear plastic adenoid tip was melted. No wires detached and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.